Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the controller board of the device was not working fine. The values of the parameters of the rem resistance and the values of the out potence of the bipolar and monopolar were out of range. The client supplied a controller board from another device that was out of service, and with this board the calibrations and verification were performed with good results. The patient incurred first degree burn on the upper lip.